Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential oversensing was observed. The patient was brought into clinic and the noise was reproduced with deep breathing exercises. The patient experienced dizziness to the inhibition of pacing that resulted from the oversensing. Programming changes were made.